Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported difficulty could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to the knot being completely exposed outside of the patient anatomy when the sutures were removed include, but are not limited to, friable artery, knot tensioning angle not coaxial or knot jams in subcutaneous tissue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 7fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the sutures of the proglide device were removed, the knot was completely exposed outside of the patient anatomy. Two proglide sutures were successfully placed using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved in using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.